Manufacturer narrative:
Corrected information: section b5. Manufacturing evaluation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the report of inflow cannula malpositioning and recurrent gi bleeds could not be conclusively established through this evaluation. The evaluation of the (B)(4) did not reveal any device-related issues. The pump was returned assembled with the driveline severed approximately 2.5¿ from the pump housing. The remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was secured to the distal end of the inlet tube. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was attached to the graft attachment and bend relief hardware. The device appeared to have been exposed to a fixative agent. Depositions of fixed blood were observed in the inlet elbow, outflow graft, and throughout the interior of the pump housing. The depositions did not reveal evidence of laminated layering, which indicates that they were likely not present while the pump was supporting the patient; however, the hard and grainy texture indicates that they were exposed to a fixative agent. This suggests that the depositions were the result of poor surface washing due to blood remaining in the device post-explant. Visual inspection of the blood-contacting surfaces did not reveal any additional depositions or thrombus formations that would have contributed to a flow issue. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018.

Manufacturer narrative:
Approximate age of device - 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that a pump was returning due to the patient having a heart transplant on (B)(6) 2018. Vad coordinator deemed that there were device related issue/s that accelerated the patient on transplant list due to the device malposition on inflow cannula, and recurrent gi bleeds. The device was very position-dependent due to malposition. No further information was provided.